Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl defibrillator/monitor indicating that the self test failed. The device was not in clinical use at the time the issue was discovered. The following functional tests were performed: operational check. Results of functional testing indicate that once the operational check was redone, the problem was resolved. The device remains at the customer site fully functional. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined, but redoing an operational check resolved the issue. The reported problem was confirmed. The device was operational after the operational check was redone. The investigation concludes that no further action is required at this time.